Event description:
Patient was undergoing a robotic mitral valve repair. Ports were placed in the 2nd, 4th, and 6th intercostal space, a working port in the 4th intercostal space. Additional ports for the clamp and pericardial stay sutures were placed. After completing the repair of the mitral valve, the left atrium was then closed using suture. However, upon attempting to close the superior margin of the wound, it became obvious that the left atrial wall had been disrupted. Because of requirements for better visualization of this problem, a clamp was then introduced and the aorta was cross clamped. Cardioplegia was then given with good cardioplegic arrest. Examination of left atrium showed a tear which had occurred in the hood of the atrium medial to the left atrial appendage extending down towards the mitral annulus approximately 3 cm in length. This was a through-and-through tear. Therefore, a closure was made using a suture in a running fashion, double layer, and then tied with the robot. An excellent closure could be seen from the inside and the left atriotomy appeared, because of this closure, not to be adequate for a simple running closure. A patch was then brought into place, trimmed, and this was then sewn using a suture and tied. The aortic cross clamp was then removed using the aortic vent to remove any co2 and good closure of the patch was noted. However, there was sufficient bleeding that good visualization from the limited access was not adequate. Therefore the robot was undocked and removed. A sternotomy incision was then made for further repair. It is possible that the port placement effected the event. The robotic arms were never seen to collide but this could have occurred which resulted in pressure on the retractor.